Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that boston scientific technical services (ts) received a call about oversensing. Ts saw discrete noise on the right atrial (ra), the right ventricular (rv), and shock channels reminiscent of cross talk/mechanical interaction. Pacing inhibition was noted with no asystole. During a follow-up with the patient, they were able to reproduce the noise, and an insulation breach was suspected. Later, during a second follow-up, all impedances appeared normal, and an x-ray was performed, showing no lead-to-lead interference. Pacing system analyzer (psa) testing was able to replicate the noise seen on the ra and rv leads. They were unable to determine the cause of the noise and attributed it to the ra and rv leads going bad. The device and leads remain in service. No adverse patient effects were reported.